Event description:
Lasix drip 200 mg in 100 ml ns (normal saline) ordered to infuse at 10 ml/hr (20 mg/hr). Pump alarmed at 1150 that the bag was empty. Rn noted that the bag is in fact empty and the entire 100 ml infused between 1007 when it was hung to 1150 when it ran dry.